Manufacturer narrative:
The technician isolated the issue to a missing shoulder bolt for the siderail latch. He replaced the shoulder bolt to repair the stretcher.

Event description:
Information received indicates the siderail is not staying up.